Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, complication in site preparation, overheating of bone (2023_0724 and 2023_0725 are same patient).